Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The sample associated with this incident was not returned for analysis. Therefore, the complaint could not be confirmed and the root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The customer reports that during dialysis, blood was drawn through the dialysis catheter, so that a defective dialysis catheter can be assumed. A replacement is planned with the explanted catheter being preserved for examination purposes. Dialysis had to be stopped and could only be carried out the following day with a new catheter. The patient had no symptoms at any time.